Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient with an implantable pump for non-malignant pain. It was reported that the patient stated they heard an alarm from her pump for the last few days and would like a rep to check it. The hcp didn't think the patient was due for a refill but stated the last time it was filled, the patient said they didn't fill it all the way. The hcp was transferred to the national answering service (nas) to page local rep. Additional information was received from a consumer and it was reported that they had been having issues trying to get the pump filled. It was noted the patient was in the emergency room (ER) "a few days ago" trying to figure out what was going on because the alarm had been going off on it "for close to a month now" and the last time they had the medicine put in was in september. The patient inquired what would happen if the pump ran "totally dry." It was reported they were "being forced to not have it because they could not find a doctor to fill it." The patient saw her primary care doctor yesterday and discussed starting medical marijuana and "another person was going to help me get educated with it." Agent asked the patient if they were wanting to find a new managing doctor and patient stated they talked to the primary care provider yesterday about having the pump removed. It was reported the pump alarm was a single tone at first, but yesterday changed to a multi tone alarm. Additional information received from a company representative (rep) reported that it was determined that the patient's pump ran dry a couple of months ago because they could not find a provider to switch to. They had been hospitalized for a couple of days due to withdrawal symptoms and had been put on oral medications ever since. The rep asked for the permanent shutdown code.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.